Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was placed in palliative care due to multiple non-thrombotic strokes that occurred before ventricular assist device (vad) implant and the patient was hemiplegic on their left side. The patient didn¿t have quality of life (qol) and opted for hospice care. The vad was purposefully disconnected from power at the end of the patient's life and comfort measures were provided until the patient expired shortly after. The cause of death was due to deconditioning, multiple ischemic strokes, and end stage heart failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was placed in palliative care due to multiple non-thrombotic strokes that occurred before ventricular assist device (vad) implant and the patient was hemiplegic on their left side. The patient didn¿t have quality of life (qol) and opted for hospice care. The vad was purposefully disconnected from power at the end of the patient's life and comfort measures were provided until the patient expired shortly after. The cause of death was due to deconditioning, multiple ischemic strokes, and end stage heart failure.